Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nasogastric tube came with a piece of connector. Customer stated that after it was used on the patient for a while, the tube got softened and the connector would get pushed further down and eventually obstruct the reflux vent. It was stated that at most times, the nurse could fish out the connector using hemostat. However, if unable to pull it out, the entire nasogastric tube must be changed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection or design is inadequate". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿indications for use: bard nasogastric sump tubes are intended to be used for: decompression of stomach by suction or aspiration of gastric contents. Short-term administration of term tube feeding, lavage fl uid and medications. Contraindications: patients with known tape or adhesive allergies. Warnings: 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Refl ux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for refl ux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fl uid through the prevent® filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections.¿ correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nasogastric tube came with a piece of connector. Customer stated that after it was used on the patient for a while, the tube got softened and the connector would get pushed further down and eventually obstruct the reflux vent. It was stated that at most times, the nurse could fish out the connector using hemostat. However, if unable to pull it out, the entire nasogastric tube must be changed.